Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision from the time he/she left hospital. Consumer was told by physician from eye center that the implant moved and needed another surgery to correct it. Consumer had surgery and still had blurred vision. The doctor has not fixed the problem. Additional information has been requested, received and stated patient had blurred vision after first surgery and after second surgery for realignment. Extremely blurred in low light conditions, could not drive anymore at night. The patient had discussed with physician. Physician response was second surgery which did not correct problem. Now told consumer to get a contact lens with no prescription from optometrist which was not available. Also prescribed eye drops to make pupils smaller which the consumer has not gotten yet.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of blurred vision. The product remains in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer reported the complaint of blurred vision. A repositioning procedure occurred; however, the blurry vision continued. The patient reported that they have discussed with their doctor regarding the second surgery of repositioning. The patient reported that they were told to get a contact lens and was prescribed eye drops to make pupils smaller. Initial reporter gave company permission to contact surgeon. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).